Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had high thresholds and low sensing. It was found that this lead had lost all slack and had pulled back. This lead was explanted and replaced.